Event description:
A customer contacted beckman coulter inc., (bci) regarding a false low glucose (glu) cartridge result generated by the synchron lx20 pro clinical system. The original result was significantly higher than the critical rerun result and customer re-tested the original specimen and obtained results closely matched the original glu result. The repeated result was reported out of the lab. Patient treatment was not affected. False low result was not reported out of the laboratory.

Manufacturer narrative:
Calibration and qc results were acceptable prior to and after the event. Service was not requested for this event. A local bci representative is monitoring the account. A clear root cause for this event is unknown.